Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a power source alert and plugged pump into power source. Customer noted the pump battery gauge depleted from 80% battery life to 30%. Customer then unplugged pump and battery gauge increased to 35%. There was no reported impact to the customer's blood glucose level. Customer indicated current pump would continue to be used for diabetes management.